Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. In this case, the valve was explanted and replaced with a mechanical valve. The explanted valve was not returned for evaluation. Therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this valve was explanted after an implant duration of three (3) days due to inadequate coaptation observed on toe. As per medical opinion, the asymmetric opening of the aortic valve can be related to valve thrombosis with thrombus on the three leaflets. The valve was implanted supra-annular with interrupted mattress sutures using peters cardioflon 2/0 with pedgets. There was not mismatch. There was no root enlargement. The procedure went on very smoothly with a 30 minute cross-clamp time and 44 minutes of cardiopulmonary bypass. The surgeon usually puts 13 to 15 sutures for a 23 perimount prosthesis. A mechanical valve was implanted in replacement. Patient was hemodynamically stable at the end of the procedure. Patient was noted to be slowly recovering. Per the operative report received, indication for initial replacement was calcification of the aortic native valve. The aortic root was also calcified.

Manufacturer narrative:
An observational evaluation was performed on the returned valve. There is extensive white thrombotic-like deposition on the outflow (aortic) surface of all three leaflets and sewing ring area. Similar deposition was also observed on the inflow (ventricular) surface of leaflets 1 and 3 and part of leaflet 2 (near the valve frame). The deposition on the inflow side of sewing ring area is unremarkable. The nature of the thrombosis could not be determined with reasonable certainty by the observational evaluation. No tissue calcification is evident by x-ray imaging. The leaflets are noticeably stiffer when probed with fingers. The increase in leaflet stiffness is most likely attributable to the extensive thrombotic material on the leaflets and subsequent storage in formalin. The thrombotic-like deposition on the leaflets appears to be severe enough to cause the reported malfunction of the valve in vivo. Severe thrombosis as observed on this particular valve is extremely rare for this type of bioprosthetic heart valve. Thrombosis as such can be related to endocarditis, acute immune response to the implant, anti-bleeding (or antifibrinolytic) medications, or other medical conditions/treatment that could trigger the thrombosis. Since the available operational and patient clinical information is limited, the root cause for the thrombosis observed on this particular valve could not be determined at this time.

Manufacturer narrative:
Evaluation summary: customer report of "inadequate coaptation" and "thrombus on the three leaflets" was confirmed. Heavy thrombotic deposits were observed on all three leaflets at both aspects of all three leaflets, with the majority at the outflow aspect. Thrombotic material restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact and commissure 1 bent. Additional manufacturer narrative: this valve was sent for further evaluation. A supplemental report with findings will be submitted once completed.